Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis in a good condition. Event log history was performed and showed that the pump exhibited error "1871". The customer's reported problem was verified. The pump was found to be displaying "1871" alarm message during the investigation. Functional check was performed and found faulty motor. Service will replace the motor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited an alarm error "1871". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.